Event description:
It was reported that an issue occurred with no drops being dispensed during the fill tubing process. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact the patient for troubleshooting but was unable to reach them, leaving a voicemail for follow-up assistance.